Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. There was no image and the image returned to normal after replacing the camera cable of the subject device. It was camera cable break. There were no other obvious defects were found. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4), omsc determined there was the possibility this phenomenon was attributed to the camera cable break of the subject device due to being applied stress with using. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the preparation for the unspecified therapeutic procedure. The intended procedure was completed with changing the subject device to another device. There was no patient injury associated with this report.